Manufacturer narrative:
The field service engineer (fse) visited the site and evaluated the system due to the reported event. Per the fse, the reported event was replicated. The fse stated that the gantry joystick was slipping and did not retract back to center once twisted to downward or upward direction. The joystick, mount bracket was replaced to correct the reported event. The fse then tested and verified the system to meet specifications prior to departure. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event can be attributed to the non-conforming joystick, mount bracket. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported unintended downward gantry movement occurred during calibration startup. No patient involved.